Event description:
Pt had a laparoscopic ventral hernia repair in (B) (6), 2008 using a 10x16 veritas collagen matrix patch. The surgeon took the pt back in may due to re herniation. Surgeon stated that he could see the stay sutures and staples from the initial surgery, but could not locate the veritas patch. He also stated that there was a loop of bowel adhered to the repair area. He re-repaired the ventral hernia with synthetic mesh and took the small bowel down. Pt is doing well.

Manufacturer narrative:
Surgeon stated that he could not see the veritas mesh when he reoperated. No material available to return to MFR. Pt is doing fine. Device lot numbers not reported to MFR, therefore manufacture and expiration dates unk.